Event description:
A malfunction alarm was reported by the customer, identified as malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, and after this intervention, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared, acknowledging and understanding the instructions given.